Manufacturer narrative:
This lead remains implanted, capped/abandoned. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance (greater than 3,000 ohms) and noise. A lead conductor fracture was suspected. Subsequently the ra lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new lead was implanted. Besides surgical intervention no adverse patient effects were reported.